Event description:
The patient called lifescan and alleged that their meter was prompting an error message.the patient stated that they had not been able to test on their meter for 2 days. They were experiencing pain in their neck and shoulders and they felt weak and tired. They visited their physician to have their blood sugar tested and the result was 200 mg/dl. The patient was given a "large" dose of glucotrol xl 25 mg.the patient stated that the correct technique was used and the test strips were in good condition. The issue was not resolved with troubleshooting. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury; a result of 200 mg/dl with or without symptoms is not considered a serious injury. A replacement meter is being sent to the patient.